Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. Also, it was reported that a cartridge alarm 5 and 6 occurred during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer indicated that they would contact their healthcare provider to obtain backup insulin therapy.

Manufacturer narrative:
The reported issues were confirmed. In addition, a different issue was found.